Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system double curve (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. While positioning the was the physician noted that it became kinked at the septum. The procedure was continued and the wds was inserted into the was. The closure device was deployed in the laa of the patient when it was discovered that there was a mobile thrombus present on the threaded insert of the closure device. The physician released the closure device from the core wire and successfully implanted the device in the laa of the patient. A new watchman fxd curve access system single curve and a neuro vacuum were then used to aspirate the thrombus from the face of the closure device. There were no patient complications or consequences as a result of this event. The patient was discharged home on a medical regiment of eliquis.